Event description:
It was reported that a patient underwent an episiotomy on an unknown date and suture was used. The surgeon used the device to sew the muscular layer, mucosa, and skin. Post-op, there was poor wound healing. Several days later, the patient thought that the wound had not healed well. The patient returned to the hospital, and the wound was sutured again by the surgeon. The incision is now recovering well. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/23/2022 this medwatch report was initially submitted on 09/23/2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk. Date of index surgical procedure? - unk. The diagnosis and indication for the index surgical procedure? - the episiotomy was conducted due to natural birth. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? - open. On what tissue was the suture used? -the products was used to sew the muscular layer, mucosa, and skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? - unk. How was the suture originally tied (multiple knots, square knot, etc.)? - unk. Please describe any medical/surgical intervention required for this suture event including dates and results. - the wound was sewed again by the surgeon. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -unk. What symptoms did the patient experience following the index surgical procedure? Onset date? -the wound had not healed well. Other relevant patient history/concomitant medications? -unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - he thought the product had some issue. What is the patient's current status? -good. If applicable, will product be returned? If so, please provide the return date and tracking information. - no.